Event description:
Revision occurred an unknown amount of time after the primary surgery, which was not able to be located based on the information given by the distributor. Revision occurred due to instability. A 36 mm centered glenosphere and a 36 mm + 3 humeral cup were explanted. These items were replaced with a 40 mm eccentric glenosphere, 40 mm + 3 stability humeral cup, and 9 mm spacer.

Manufacturer narrative:
Revision occurred an unknown amount of time after the primary surgery due to instability at the implant site. No actual, implied, or suspect link to fx product.